Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-00028. It was reported that the patient never had effective stimulation. The patient was programmed 5 times without success. Impedances were checked and were in the normal range. The system was explanted on (B)(6) 2018.